Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to have outer tubing compression damage. It was severely kinked with all wires broken approximately 6.5cm from the terminal end. The lead was subjected to functional testing and failed continuity testing; all wires were broken. Stress testing was not performed due to the broken wires. Conclusion: the claim regarding the reported event was confirmed. As received, the lead was severely kinked and all wires were broken. It is unknown what caused the wires to fracture. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's lead registered invalid impedance and the patient was unable to feel any stimulation. The doctor explanted the lead and noticed that fluid appeared to be within the lead. The lead was replaced and the patient now feels the stimulation.